Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary pain/pulmonary embolism: the cause of the injury was not determined due to insufficient clinical details. Pump suction: clinical reported the patient was having intermittent suction. The product was not returned for investigation. Data log review confirms suction alarms occurring during the case. Placement signal was seen trending downward leading up to the suction alarms, and clinical stated that albumin was given, meaning the patient was likely experiencing volume issues. The positioning issues reported did not occur until after the suction was triggered and resolved. The cause of the suction was most likely related to patient condition, and placement signal was trending down at the time and albumin was given to address the suction conditions. Positioning issue: clinical reported after repositioning there was concern that the pump was sitting shallow on echo. The product was not returned. The cause of the positioning issue could not be determined due to insufficient clinical details and no return product. Device history lot device lot number: 1897520 device history review pump sn (B)(6) passed all post sterile inspection criteria. Qn #(B)(4) was opened because particle was found inside the tray and package for pump sn (B)(6). The pump was reworked and approved.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support after an unsuccessful percutaneous coronary intervention to rest and unload the heart. On the third day of impella support, it was reported that there were intermittent suction alarms. Albumin and intravenous fluids were administered, and during administration of fluids the patient experienced significant chest pain, and the patient received a nitroglycerin drip. The patient¿s nurse reported that the patient had a small bilateral pulmonary emboli. Echocardiography was performed and revealed that the impella was sitting very shallow. The impella was repositioned under fluoroscopy and verified with an echocardiogram. The impella was advanced into the left ventricle. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."